Event description:
It was reported there were high thresholds in the right ventricle. X-ray showed a possible right ventricular lead dislodgement, and consequently, the patient was awaiting surgical intervention for possible repositioning or replacement. Subsequent information confirmed the ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.